Event description:
During a ptca/stenting procedure, the maverick2 monorail balloon ruptured at 10 atms. The number of inflations and to what atms is unknown. The lesion being treated was a 75% stenotic lesion the circumflex artery. No patient injuries or complications were reported.